Event description:
It was reported the patient's lead had migrated which causing the patient to lose all therapy. Surgical intervention was undertaken on (B)(6) 2023 during which the existing lead was explanted and replaced restoring therapy.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.